Event description:
It was reported he has to bend the charging cable at a certain angle to get it to charge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
H6 investigation findings 3221-removed, h6 investigation conclusion 67-removed h6 investigation findings 3221-removed, h6 investigation conclusion 67-removed.